Event description:
It was reported that a shaft break occurred. A 3.50 x 16 synergy drug-eluting stent was advanced to treat the calcified lesion. The stent was deployed and during removal, the catheter separated leaving the distal one-fourth behind, mostly in the guide catheter. Another balloon was advanced into the guide and inflated to trap the remaining piece of the stent delivery catheter. The devices were removed together. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. The stent was deployed during the procedure and therefore not returned for analysis. The balloon was inflated, and the distal end of the balloon was noted to be bunched. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section identified a shaft break at the wire exit port 119.5cm distal from distal end of strain relief. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. A 3.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. The stent was deployed and during removal, the catheter separated leaving the distal one-fourth behind, mostly in the guide catheter. Another balloon was advanced into the guide and inflated to trap the remaining piece of the stent delivery catheter. The devices were removed together. No patient complications were reported.